Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was not known. Reportedly, due to the elevated bg, the customer fainted and hit their head. The customer's spouse assisted in helping the customer up as well as aiding in changing out supplies. Recommendation was made to consult a healthcare provider in regards to diabetes management.